Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer¿s blood glucose level was over 600 mg/dl at the time of incident and other relevant blood glucose levels were 600 mg/dl and 278 mg/dl. The customer did not mention any symptoms of their blood glucose levels. The customer was using insulin pump within 48 hours of reported event. Customer was treated with manual injection. Customer stated that they were neither in emergency room, nor admitted into hospital, nor was emergency medical services dispatched as a result of high blood glucose. Customer did not alleging insulin pump was under delivering. Customer performed self test and displacement test and they were passed. Customer stated that they were using auto mode of insulin pump. Customer also stated that the insulin pump had insulin flow blocked alarm. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's instructions. The insulin pump will not be returned for analysis.